Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic pancreatectomy procedure, for the pancreas (flow body), an emergency laparotomy was done to the patient after a month from surgery. The surgeon claimed the entire procedure was followed, that everything happened normal without any type of complications. The patient died.